Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device was stuck, "bailout was used", but the device could not be removed. "Stuck foot was retracted up through the deployed starclose se". It is unk how hemostasis was achieved. There were no reported pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed the entire exchange system/sheath assembly was not returned. The cutter blade was bent. The device had come in contact with the pt as blood was present on the outer surface of the device and within its various lumens. All of the deployable external components were in their ready state, not deployed, and undamaged. Examination of the cutter showed it to be bent upward, toward the 12 o'clock position but the actual cutting blade edge was undamaged. Due to the lack of the exchange system, it was not possible to determine if the supplied exchange system made contact with the cutter during the installation process, which could bend the cutter. Bent cutters are consistent with error in the installation technique of the exchange system. The hub strikes the cutter, bending out of the intended position and making complete exchange system installation impossible. The device handle was examined for a possible obstruction in the receiving cavity for the hub, but none was detected. The bent cutter was bent back to the normal manufactured position and a proxy exchange system was installed without any resistance to complete device and exchange system coupling. There was no other observation. The probable root cause for the bent cutter was a use error in installation technique; however, it could not be confirmed, based on the investigation findings. No mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.